Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products 5076 implantable pacing lead - 2009-(B)(6), 4194 implantable pacing lead - 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt). It was recommended that the clinician program the ventricular tachycardia (vt) zone off. The device remains in use. No patient complications have been reported as a result of this event.